Manufacturer narrative:
To identify the true root cause of this complaint, access bio would need more information from the customer. However, in the absence of information from the customer, it would be difficult to rule out potential root causes identified below: 1. The customer might misinterpret test results. 2. Customer might not follow the instructions for use (IFU). A. Excess blood or mucus on the swab specimen may interfere with the test performance and may yield a false-positive result. B. Interpreting results after 15 min. C. Not performing test immediately after opening the test device in the pouch. D. Potential contact with foreign substances and household cleaning products during sample collection and testing. E. Operating test outside of storage conditions. F. Excessive buffer application to sample well of the test device. 3. Tests might be exposed to extreme environmental conditions during storage. 4. The pcr test and comparative rapid test might yield a false-negative result. 5. 0.68% of false positive results are expected based on product characteristic claimed for this test (npa: 99.32%). Access bio will continue to monitor further complaints through our data trending programs and take further actions based on identified valid trends.

Event description:
The customer reported on (B)(6) 2021 a suspected false positive result from a rapid result covid test system for multiple (number unknown) unknown patients. The date of performing carestart sars-cov-2 antigen tests was unknown. All tests gave a positive result. The patients reported taking a pcr test after and obtained a negative result (date of test not provided). The patients also reported performing another sars-cov-2 antigen test (brand unknown) which gave the same (negative) result (date of test was not provided) as pcr test. Access bio followed up three times on (B)(6) 2021, (B)(6) 2022 to better understand the facts and circumstances for the tests. The customer did not share any details regarding product lot number, handling practices and quality control results. No adverse patient effects were reported.